Event description:
In 2008 - the reporter, stated that when pushing the head up, the foot hi-low will go up intermittently. No injury, eight days later- the reporter, found that the hi-low foot up valve was stuck, the reporter, replaced the hi-low foot up valve to repair this bed.